Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed the reported boluses but the issue could not be duplicated on investigation. The pump was exercised for 24 hours with no boluses occurring. Investigation revealed that all keypad buttons responded appropriately to button presses.

Event description:
The patient's mother contacted animas alleging pump delivered 2 ghost boluses. The reporter stated while sitting in booth in a restaurant she heard the pump buzzing for no reason. When she reviewed pump display, the screen showed "press any button to cancel". The patient's mother stated, she pressed the button and then reviewed pump history. She reported, there were no alarms in history; however, when she reviewed other history, she discovered that the pump have a bolus of 0.35 at 2:18pm and a -0- bolus at 2:18pm also. The reporter denied that the patient developed signs/symptoms of hyperglycemia. At the time of the call, the patient's mother was certain that the patient did not inadvertently press keypad buttons and confirmed that the pump was not close to the table and therefore, the buttons could not have been pressed accidentally to initiate bolus. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.